Manufacturer narrative:
Reporter is a synthes employee. Part: 03.835.015-us, lot: l245026, manufacturing site: (B)(4), release to warehouse date: 08. Feb. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the synfix® evolution screwdriver straight w/o sleeve (p/n: 03.835.015, lot number: l245026) was received at us customer quality (cq). Visual inspection of the complaint device showed the driving tip was stripped. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: current) and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the driving tip is stripped. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set, it was observed that a synfix evolution screwdriver straight without sleeve was damaged. There was no known patient or hospital involvement. This report is for one synfix® evolution screwdriver straight w/o sleeve. This is report 1 of 1 for (B)(4).